Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in (B)(4) study. It was reported that patient underwent left total hip arthroplasty on an unknown date. During post operative monitoring and testing, malpositioned cup and heterotopic ossification were noted. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Date of event - unknown. Expiration date - unknown. Date implanted - unknown. Manufacture date - unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2014-01812 & 03499 / 03501).

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a mom clinical study. It was reported patient underwent a left total hip arthroplasty on (B)(6) 2009. During post operative monitoring and testing, a malpositioned cup, heterotopic ossification, joint effusion, cortical buttressing along the proximal femoral diaphysis and femoral bone marrow edema were noted. These findings were found due to follow up testing, there were no symptoms reported by the patient. Patient further alleges limping, loss of range of motion and leg length discrepancy. There has been no reported revision procedure to date.